Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately treated the patient with ventricular tachycardia (vt) shock therapy for an atrial driven episode. The device withheld therapy due to discriminator algorithm but ultimately delivered therapy. The device remains in use. No further patient complications have been reported as a result of this event.